Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was dissatisfied with the distal placement of the device, as the tips appeared short. The cylinders and pump were identified as being mispositioned, which prevented the cylinders from reaching their optimal length. A surgical procedure was performed in which the system was removed and replaced. There were no patient complications reported.